Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Furthermore, the cartridge pan was noted to be dislodged at proximal right side. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. An intra-operative video was received. Based on the video evidence of the subject ecr60t cartridge, unformed staples can be confirmed, however, the videos do not provide evidence relative to what may have caused the issue.

Event description:
It was reported by the sales rep that during a laparoscopic sleeve gastrectomy procedure, the surgeon fired the powered stapler with black reload and seam guard for the first firing with no problems. The second firing, another black reload was loaded, also with seam guard, and the knife cut but most staples were not formed (legs still open). More specifically, on the right side of the cut line (specimen side), no staples formed. On the side of the firing along the bougie, a few staples formed proximal, and a few staples formed distal, but no staples in the middle. The surgeon felt that the patient's tissue wasn't unusually thick, and in this second firing, didn't appear/feel to be any thicker than the tissue in the first firing (which formed without error). This was not revisional surgery. The surgeon over sewed the tissue with malformed/unformed staples. The surgeon continued to use the same stapler for the remainder of the firings. No more black reloads were used or needed. The remaining firings were with green reloads. There were no patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: per the sales rep: the packaging from the reload was not saved. There are two open boxes of black reloads in the account, so the reload came from one of these two lots: l4el33 or l4eu4u.